Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material could not be determined as the issue was not reproduced. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned. The customer allegation could not be duplicated at the repair center. Additionally, it was noted that the labels on the scope were peeled off. The insulation resistance value of the distal end was out of specification. The distal end cover had scratches. The insertion tube insulation was out of specification. An inspection using borescope indicated stains and instrument channel damage. The distal end cover had scratches. The adhesive of the bending section cover was cracked. The light guide lens was cracked and the edge was chipped. The insertion tube had minor scratches and was twisted. The light guide tube had minor scuffs. The investigation is ongoing. A supplemental will be submitted on completion of investigation or if any additional information is received.

Event description:
The customer reported to olympus, the channels of the evis exera iii colonovideoscope had foreign material. When the biopsy channel and suction channel was cleaned during reprocessing , the brushes had abnormal colors on them. The intended procedure was therapeutic. The issue happened on two different dates. There was no patient involvement. This complaint captures the issue that occurred on (B)(6) 2023. Patient identifier (B)(6) captures the issue that occurred on (B)(6) 2023.